Event description:
It was reported that a broken coil occurred. A 2/5mm x 5.8cm interlock¿ was used to treat the target lesion located in the superior mesenteric artery branch. During procedure, upon deployment, it was noted that the coil broke while packing the coil into the coil nest. The physician removed the wire and a bit of the coil was still attached to the wire. The broken end of coil was removed together with the wire and the majority of coil was deployed in the patient successfully. The procedure was completed with this device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a dispenser coil, y-adapter and pusher wire were returned for analysis. No coil was returned. The distal section of the pusher wire was protruding from the hoop. There was saline present on inside of hoop. The pusher wire was noted to be kinked distally. The ss coil region of the pusher wire is kinked. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a broken coil occurred. A 2/5mm x 5.8cm interlock was used to treat the target lesion located in the superior mesenteric artery branch. During procedure, upon deployment, it was noted that the coil broke while packing the coil into the coil nest. The physician removed the wire and a bit of the coil was still attached to the wire. The broken end of coil was removed together with the wire and the majority of coil was deployed in the patient successfully. The procedure was completed with this device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).